Event description:
It was reported that the patient experienced hyperglycemia event on (b)(6) 2026 and was treated with Correction through pump.

Manufacturer narrative:
E1: Name: (b)(6),Country: United States of America,Street:(b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.